Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and the device meet the release criteria.

Manufacturer narrative:
(B)(4). The analysis results showed that one device was returned with no visual non-conformances and with an ecr60b fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastrectomy procedure the device would not staple but cut. Blue reload. Device blocked. The surgeon had difficulty removing the stapler from the patient but there was no consequence. Procedure was completed with same like device.